Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a meter casing issue with their onetouch verio iq. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 9:30 am. The patient was unable to insert a test strip into the meter. The patient manages their diabetes with an insulin pump. The patient stated that they took extra food/drink on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptom of "fatigue" on (B)(6) 2015 at 9:45 am, after the alleged product issue began. The patient stated that they self-treated with more food/drink on (B)(6) 2015 at 10:00 am. The patient stated that they tested their blood glucose with another device on (B)(6) 2015 at 10:00 am and the result was "412 mg/dl". At the time of troubleshooting, the csr noted that there was no indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The patient's reported symptom of "fatigue" does not meet lifescan's criteria for a serious injury. There was no claim of treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.